Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument installed on an in-house is3000 system passed recognition/engagement testing with no issues noted. An in-house test suture was grasped and driven through red foam with no issues. The instrument also gripped with no issues. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the grip issue experienced by the surgeon could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy with sacrocolpopexy procedure, it was noted that one of jaws on the large needle driver instrument was not holding the suture. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.